Event description:
On (B)(6) 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states the haptic was misshapen and wouldn't unfold.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The account of the event as given by the rayner territory manager is as follows "I had a doctor implant an emv lens that seemed defective. One of the haptics was 'misshaped' and wouldn't unfold. She said it looked defective. She had to cut the lens out an insert a new emv during surgery". The product was not made available to rayner for return nor were any photos received for review. The report of the haptic being "misshapen" is suggestive of the haptic getting damaged during injection. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner performs multi-stage 100% inspection throughout our manufacturing process and in addition to these checks sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. The records confirm that all manufacturing and batch control checks were performed without incident for the rayone emv rao200e batch 022185076. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 022185076. Without clear event details being provided and without the ability to examine the device it is not possible to establish the cause of the "misshaped" lens haptic.